Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 38 mg/dl. The patient could not move, could not see well and lost consciousness. The patient was trying to get juice before they passed out. For treatment, the patient was given baqsimi (glucagon) via their nose and an unknown glucose intravenous (IV). The pod was worn between 4 and 24 hours on the abdomen and was discharged after 1 day. The pod was discarded. It should be noted that the patient was using u-200 insulin, which is off-label use.